Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the coil near to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction to rectify b3 event date, UDI number, and h3 selection.